Event description:
The affiliate reported that the implanting surgery was conducted. The setting pressure was at 70mmh2o. During the surgery, the surgeon noted that the fluid did not flow through the valve. Therefore the valve was replaced and the case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and no defects were noted. No occlusions were noted in the valve or siphon guard. The valve was leak tested and a needle hole was noted in the needle chamber. This could be due to collection of fluid but this could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.